Event description:
The customer reported that the led for both the ac power supply and batter are not working. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4): a f/u report will be submitted upon completion of the investigation.